Event description:
Consumer states she sleeps with the heating pad while taking valium. She was leaning against the pad when she felt burning on her neck and noticed the heating pad was smoking. Her neck was burned, but did not require medical attention. Her pillow was also damaged.

Manufacturer narrative:
Consumer states she was sleeping with and leaning against the heating pad both of which are violations of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.